Event description:
Found during routine inspection. Customer called in to report the device does not show the sounding the ac loss alert and the ac mains led is not illuminated when the device is connected to ac power. There was no pt associated with the report.

Manufacturer narrative:
Physio-control is continuing to investigate the reported event. Physio-control will submit a supplemental report on this event to the FDA.